Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
R. Ozpar, o.f. Nas, k. Hacikurt, m.o. Taskapilioglu, h. Kocaeli, b. Hakyemez. Endovascular treatment of intracranial arteriovenous malformations using detachable-tip microcatheters and onyx 18. Doi: 10.1016/j.diii.2019.01.009. Medtronic literature review found a report of a patient complications after the use of onyx. The purpose of the article was to evaluate clinical and imaging features before embolization, data of embolization procedure and outcome in patients with ruptured or unruptured intracranial arteriovenous malformation (avm) who were treated by endovascular embolization using detachable-tip microcatheters and onyx 18. Forty three patients treated with endovascular embolization using a detachable-tip microcatheter and onyx18 between january 2008 and april 2016 were evaluated. There were 27 men and 16 women with a mean age of 35.9 ± 14.1 years. Thirty-five of 43 patients had ptff. A total of 42 embolization sessions were done for these 35 patients. The article describes the following post-procedure events: intracranial hemorrhage after procedure was seen in 7/41 sessions (17%).